Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified, totally occluded femoral artery. A 5.0 x 120 mm supera veritas peripheral stent system was used; however, it was only partially deployed in the lesion. Therefore, a 5.0 x 180 mm supera stent was deployed to fully appose the previously implanted stent in the vessel to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed. The reported difficult to deploy was unable to be confirmed as the stent implant was implanted and unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported difficulty to deploy appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.